Event description:
Study. It was reported that 2 days after a coronary drug eluting stenting treatment procedure, a hypersensitivity reaction occurred. A taxus express2 8.8% 2.5 x 12 mm stent was implanted. Two days after the procedure the pt complained of mild pruritus and urticaria unrelated to contrast agent and an unk relationship to the device or drug. The pruritus and urticaria was treated with lotion and benadryl and resolved one day later. The pt was discharged the following day on anti-platelet therapy.